Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: cs 052 and 054 alarms were observed in the alarm history. The pump powered on properly with no alarms occurring. The pump was exercised for 24 hours and no call service alarms were duplicated. Unrelated to the original complaint, there was moisture observed in the display. A leak test was performed and failed indicating a pump case leak. The pump case was observed to be cracked near the top right corner of the display. The pump was opened and there was moisture damage found on the printed circuit board. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 052, an alarm for processor communication related issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.